Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: omentum') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included headache and muscle cramps. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2014, isoniazid from (B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain\ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, removal of intraperitoneal essure,left partial salpingectomy, hysterectomy . (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: insertion date: (B)(6) 2013, (B)(6) 2009. She received treatment for events pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. (As per pfs) unilateral occlusion (left tube occluded). Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices over the left iliac bone. Left occlusion only; on (B)(6) 2019: as per mr: impression: 1. No spill from the left tube consistent with a appropriately functioning left tubal occlusion device. 2. Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices. Left occlusion only. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff info form received. Added event post procedural complication. Outcome of events migration was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: omentum') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included headache and muscle cramps. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2014, isoniazid from (B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain\ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, removal of intraperitoneal essure,left partial salpingectomy, hysterectomy . (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: insertion date: (B)(6) 2013, (B)(6) 2009. She received treatment for events pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. (As per pfs) unilateral occlusion (left tube occluded) free spill from the right tube into the pelvis with the apparent right tubal occlusion devices over the left iliac bone. Left occlusion only; on (B)(6) 2019: as per mr: impression: no spill from the left tube consistent with a appropriately functioning left tubal occlusion device. Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices. Left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: omentum') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included headache and muscle cramps. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2014, isoniazid from (B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain\ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, removal of intraperitoneal essure,left partial salpingectomy, hysterectomy . (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: insertion date: (B)(6) 2013, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. (As per pfs) unilateral occlusion (left tube occluded). Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices over the left iliac bone. Left occlusion only; on (B)(6) 2019: as per mr: impression: 1. No spill from the left tube consistent with a appropriately functioning left tubal occlusion device. 2. Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices. Left occlusion only. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event abdominal pain added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: omentum') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. Concurrent conditions included headache and muscle cramps. Concomitant products included ibuprofen from (B)(6) 2013 to (B)(6) 2014, isoniazid from (B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric condition: depression and mental anguish") and anxiety ("psychological or psychiatric condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy, removal of intraperitoneal essure,left partial salpingectomy with removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: insertion date: (B)(6) 2013,(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. (As per pfs) unilateral occlusion (left tube occluded). Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices over the left iliac bone; on (B)(6) 2019: as per mr: impression: no spill from the left tube consistent with a appropriately functioning left tubal occlusion device. Free spill from the right tube into the pelvis with the apparent right tubal occlusion devices. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. New events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines / headaches, migration of essure device location of device: omentum were added. Event outcome of pelvic pain was updated from unknown to recovering / resolving. Treatment & concomitant drugs were added. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.